Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g3, h2, h3, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken. Based on the results of the investigation, the video cable is broken and therefore the image is not displayed. However, a probable cause for the video cable is broken was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's screen was black, there was nothing at all coming on. The issue was found during set up and inspection for use for an unspecified procedure. There were no reports of patient involvement.